Event description:
It was reported via a clinical study conducted outside of the u.s. That the mini vision was implanted at the rca and a taxus was implanted at the ad. Twenty-four hours after the stent was implanted, it was observed that the st wave was increased. The stent was thrombosed and another angioplasty was performed; a stent was implanted inside the mini vision and another stent was implanted inside the taxus successfully. After the procedure, the pt was in good condition.